Manufacturer narrative:
Legal manufacturer: hcs tower - 8200 w tower ave USA milwaukee, wi 53223. The customer reported a loss of audible alarm function on the cic pro. Per follow-up with the customer, there was no related adverse patient consequence, nor allegation that the issue led to a missed patient event. The biomedical engineer rebooted the cic pro which restored the audio function. Per review with gehc engineering, this event was determined to be related to a previously investigated issue wherein the cic pro device may lose audible alarm function. The visual alarms are still present and active. If the patient is also connected to a bedside device, the alarms at the bedside monitor are unaffected. Gehc attempted to reproduce the issue with similar devices in a test lab, reviewed device performance log files for other devices that showed the same issue, and performed extensive historical data analysis along with technical design review. Gehc was unable to determine a definitive root cause for the loss of audible alarm function. Gehc continues to evaluate incoming complaints and investigate where appropriate.

Event description:
The customer reported a loss of audible alarm function on the cic pro. There was no related adverse patient consequence.